Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that electrode impedance was greater than 10000 ohms for electrodes 5 and 13 while all others were between 900-1300 ohms. Group impedance for program 1 was greater than 4000 ohms. It was noted that the patient was getting good therapy benefit. A longevity calculation was run with the settings 450 pulse width, 60hz, 0.4v and 4000 ohms for program 1 and 835 ohms for program 2 which found the longevity was greater than 120 months. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was unknown. No actions were taken to resolve the high impedance and the issue was not resolved.